Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The equipment display screen was distorted. First, fse checked the fault, tapped the display to test, and reconnected the screen cable, but the fault could not be solved. It was determined that the lcd cable was aging. Fse have already quoted a price to the customer, but the customer still needs to report to the hospital for approval to decide whether to repair it. The fault has not been solved and the equipment is currently unusable.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during the equipment regular test, the display screen of cs100 intra-aortic balloon pump (iabp) was distorted and accompanied by jitter. No patients were involved and no casualties.